Event description:
Distributor reported to MFR that they had rec'd a number of reports of occurrences of air being drawn into manifolds through the back of the control syringe rotators during angiographic procedures. MFR has made several attempts to obtain add'l info regarding the events from the distributor, but, to date, this info has not been provided.